Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarm is confirmed based on the pump strips provided with the returned sample and customer pictures provided with the complaint report. The returned sample was investigated with no leaks detected. During pump testing, no alarms were noted. It is possible that an external leak could cause or contribute to a helium loss alarm. The root cause of the helium loss alarm is undetermined, but a potential cause is an external leak from a driveline connection. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A corrective and preventive action has been initiated to further investigate the root cause.

Event description:
It was reported by the clinical support specialist (css) that the staff was receiving frequent possible helium alarms. No blood was noted in the driveline, and the driveline was checked when each alarm occurred. The volume on the intra-aortic balloon (iab) was deceased to 37cc. The quick connect and helium adapter's o-rings were checked, and both looked intact with no cracks noted. The pump was swapped out, but the alarms continued. The pump continued to pump and support the patient along with the iab. The patient was hemodynamically stable with no increase in chest pain and no need for increase in support. The iab was being weaned and scheduled to be removed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the clinical support specialist (css) that the staff was receiving frequent possible helium alarms. No blood was noted in the driveline, and the driveline was checked when each alarm occurred. The volume on the intra-aortic balloon (iab) was deceased to 37cc. The quick connect and helium adapter's o-rings were checked, and both looked intact with no cracks noted. The pump was swapped out, but the alarms continued. The pump continued to pump and support the patient along with the iab. The patient was hemodynamically stable with no increase in chest pain and no need for increase in support. The iab was being weaned and scheduled to be removed. There was no report of patient complications, serious injury or death.